Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device had minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the alarm would not clear. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.